Manufacturer narrative:
No product has been returned. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. The physician reported that severe mitral regurgitation persisted after implant of the band and then opted to replace the mitral valve instead of repairing it. (B)(4).

Event description:
Medtronic received information that immediately following implant of this 27 mm annuloplasty band, it was explanted and replaced with a medtronic 29 mm bioprosthetic valve. Severe mitral regurgitation persisted after implantation of the band and the surgeon opted to replace the mitral valve instead of repairing it. There were no issues with the band and no adverse patient effects were reported.